Event description:
The customer contact reported the pt received more medication than intended. On (B)(6) 2011 at 2300, the device was programmed to deliver an unspecified concentration of ondansetron at a rate of 2ml/hr with a vtbi (volume to be infused) of 50ml for a duration of 24 hours and the delivery was started. On (B)(6) 2011 at 0600, the nurse noted that the ondansetron container was empty. There were no reported adverse pt effects. Though requested, no additional info was provided, including if medical interventions were required, and if the ondansetron therapy was resumed using a replacement device.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4)